Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead impedance had a one time measurement of greater than 200 ohms but otherwise impedances are stable. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A patient alert occurred for out of tolerance subthreshold lead impedance on (B)(6) 2011. Weekly high voltage - lead impedance trend data shows a spike increase for max defib active can on impedance = 150 to 206 ohms peak between (B)(6) 2011, then returns to a baseline of 137 ohms on (B)(6) 2011.